Event description:
Customer reports to have experienced keypad anomaly. Customer states that buttons are unresponsive. Customer also states that numbers scroll on screen display without buttons being pressed. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to moisture damage on keypad traces. No unexpected ramping of numbers was noted.. The insulin pump was received with cracked liquid crystal display window, cracked case at liquid crystal display window corners, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).